Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 21 mmol/l; cause was due to pump battery depleting quickly resulting in pump shutdown. Customer received low power alert and shutdown alarm. Customer administered a manual injection to address bg level. Reportedly, the pump battery depleting quickly was due to continuous glucose monitor (cgm) error 42. The pump was reset, and the customer continued to use the pump for insulin therapy.